Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the blade of the vessel sealer instrument was exposed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage 0.132". There was significant bio debris found at the instrument tip and the knife slot measured at 0.029". A review of remotefe log showed 1 number of blade exposed failure(s). After manually retracting the blade, the instrument was placed on the in-house system and continued to fail self-check. The root cause of dislodged blade is attributed to mishandling. Additional findings not reported by site: the instrument was found to have a dislodged snake wrist. This failure is most commonly caused by mishandling/misuse, such as an accidental drop or other sudden impact. Root cause of dislodged snake wrist is attributed to mishandling. The instrument was found to have a conductor wire with insulation damage at the distal end. Electrical continuity was performed and passed. Root cause of conductor wire insulation damage is attributed to mishandling.